Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care.

Event description:
It was stated that the patient continued to come to clinic with benign appearing driveline but on (B)(6) 2013, patient was in the clinic with complaints of pain at the site. There is some erythema but no significant drainage. Surgery feels this is from rubbing of the skin by the velour on the driveline and orders baby soap to reduce irritation. No antibiotics are given and no culture taken. Subject continues to complain of a "stabbing" pain in the driveline area as well as irritation around the site. On (B)(6) 2014 patient underwent a computed tomography (CT) scan of the abdomen. Results showed no fluid collection or acute issues. Subject prescribed no antibiotic. By (B)(6) 2014, pain was more significant, though no additional cultures had been collected, no drainage changes were seen, and subject had not had fevers nor elevated wbcs at routine clinics. Surgery offered to do a revision of driveline site to see if the pain could be reduced. Patient was admitted on (B)(6) 2014 and his driveline was cultured and again grew cornybacterium. White blood count (wbc) were elevated at 11.2, temp97.6f. Incision and drainage (I &d) was done that day with no pockets of infection seen. Pathology showed reactive squamous hyperplasia with keratosis, dense dermal fibrosis with vascular congestion and mild chronic nonspecific inflammation. Patient was discharged on (B)(6) 2014 on no antibiotic. Patient was stated to have returned to emergency department on (B)(6) 2014 with severe pain at driveline debridement site. A wound vac was in place and there were no signs and symptoms of an abdominal wall infection. Patient was admitted on (B)(6) 2014 to evaluate and treat the cause of pain. It was stated that the wound vac was removed at admission. Patient had not been receiving antibiotics for his wound, with positive cultures for corynebacterium, however it was decided to begin treating him with 1500 mg intravenous (IV) vancomycin despite a lack of fever or of leukocytosis, in hopes it would ease the pain. Wound vac was also replaced prior to discharge. Patient continues with intermittent positive driveline cultures. Patient was discharged to home on (B)(6) 2014. It was stated that the infection was ongoing. No additional information available.